Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 115 mg/dl. The blood glucose reading at the time of the event was 600 mg/dl. Customer experienced numbness, blurry vision, headaches and nausea. Customer stated that the insulin pump was not alarming no delivery, she was unaware that she was not getting insulin. Diagnosed diabetes ketoacidosis. Hospital treated with IV and insulin. Nothing further reported.